Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 23. Details of surgery: ridge augmentation. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and swelling. No further patient complications were reported.